Event description:
It was reported that during a lap cholecystectomy, the firing of the er320 the clips were coming out crooked of the jaws. They were not deploying properly. They were not crossing after the firing took place. It really was about the deployment they were falling off the track. Case was completed with a like device. No patient harm was reported.

Manufacturer narrative:
(B)(4) date sent: 1/22/2025 d4: batch # unk attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.